Manufacturer narrative:
The pump passed all functional testing. No alarms noted. The pump passed the self test. No "no reservoir" alarm anomaly noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported the insulin pump gave an error alarm. Customer's blood glucose was 5.8 mmol/l. During troubleshooting, customer was advised to program a bolus into the air and the bolus amount was recorded in the bolus history. During self test that was completed, no errors were found. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.